Event description:
It was reported that the lens was explanted from the patient's right eye due to decrease in vision. Another lens of a different model was implanted successfully and the prognosis was reported as "good". No additional info was provided.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.